Event description:
The rn was pushing the fluid from the flush into the line after starting an IV and stopped pushing. The plunger would no longer move. This makes it seem as if the IV is bad. This could also be an issue if you are flushing medications like adenosine which has a very short half life.